Manufacturer narrative:
A review of the system data logs from the rapidpoint 500e instrument with the measurement cartridge onboard at time of event found that the ph, pco2, and po2 sensors were performing as intended. There were no system or sensor specific errors during or around the time of the escalated patient sample. Aqc was performed and the ph, pco2, and po2 results were recovering well within published ranges. The ph, pco2, and po2 sensor raw responses for the escalated sample was normal and appropriate for the reported results. The root cause of the issue is unknown. Based on the available information, the rapidpoint 500e instrument is performing as intended and is currently operational.

Manufacturer narrative:
A new measurement cartridge was installed and the instrument is currently operational. The customer has provided instrument files. Investigation is ongoing. The cause of this event is unknown.

Event description:
The customer reported discrepant ph, pco2, po2 and hco3 results in a patient which resulted in the patient¿s care being escalated to manual ventilation and advanced airway placement. The patient was then transferred from a level 1 nursery to a level 3 nursery for ongoing care. There is no report of injury due to this event.